Event description:
It was reported that the patient presented with high voltage lead impedance and high pacing lead impedance. Under fluoroscopy it was noted that there were two areas of externalization. The lead was extracted with use of a laser and replaced. The patient was doing well post procedure and continued to be monitored.

Manufacturer narrative:
(B)(4).